Manufacturer narrative:
Product analysis:visually confirmed approximately ~16mm of instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, surgeon was impacting probe into degenerative pedicle. The end plate was sclerotic. Tip broke off in anterior portion of the vertebral body and there was no feasible way to remove tip. Tip left in-situ 55mm in vertebral body. Selected a smaller length (40mm) screw to implant. No patient complications were reported.